Manufacturer narrative:
The reported event was addressed with phone support. Technical support engineer (tse) advised the customer to turn off and on the system, but the issue persisted. The issue was resolved by turning the surgeon side cart (ssc) on. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy extraperitoneal with lymphadenectomy surgical procedure, the image from the endoscope was flipped when the customer used a 30-degree endoscope. The customer confirmed that the endoscope orientation was as expected. The customer reseated the endoscope and power cycled the system but the issue remained. The technical service engineer (tse) reviewed the logs and found that the surgeon side console (ssc) was not on. The tse instructed the customer to verify the blue fiber cable connection and turn on the console. The customer did so and the image was corrected. The procedure was completed with no reported injury.